Manufacturer narrative:
Per tandem¿s t:slim x2 g5 user guide: do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. Per the user guide: always make sure that the correct time and date are set on your system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 307 mg/dl. During a system check with tandem's customer technical support (cts) air bubbles were observed in the tubing. Reportedly, the insulin in the cartridge was being reused due to the customer reusing the cartridge. Cts educated the customer regarding proper cartridge use. The customer primed the tubing to resolve the issue, and continued using the pump for insulin therapy. In addition, during a pump system check, the time was not accurate due to the customer not changing the time during daylight savings. Cts assisted the customer with correcting the time. Customer's bg level went down to 295 mg/dl.